Event description:
Baxter affiliate in sweden reports a leak in cassette of homechoice set during use. Leak identified by technical services center when fluid was found in pneumatic area of returned homechoice device. Per affiliate, no medical intervention or pt injury was reported.